Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profile in pyxis had displayed discontinued medications. Customer tried to cancel and reorder, but there had been no improvement. The patient profile in the pyxis patient list had been correct. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer informed that the issue was coming from their end, and the issue was resolved as the patient profile had already received its orders. The system functioned as intended after the customer resolved the issue.